Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. Suspected false asystole episodes. Deflections at the onset and/or end of the electrocardiogram pauses consistent with loss of electrode contact.

Event description:
It was reported that one week after implant asystole episodes were noted. There was a loss of contact issue with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.